Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that the insulin gauge was fluctuating. Multiple attempts were made by tandem technical support to further troubleshoot the issue, however no response was received from the customer. Customer¿s blood glucose level was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.